Event description:
It was reported the device had no telemetry and there were no pacing artifacts seen on ECG. The device was explanted and replaced. The patient outcome was noted as 'good'.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) preliminary testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.